Event description:
It was reported that the patient stated that for the past year and a half, her right hip has been popping in and out when bending or sitting, which she describes it as very painful and she pops it back in with her hand. She also reported constant squeaking when she moves and walks.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.